Manufacturer narrative:
Per tandem¿s user guide: "do not use any other insulin with your system other than u-100 humalog or novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 400 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Reportedly, customer used u-500 insulin and tandem's technical support educated customer on cartridge/insulin labeling. A new cartridge was loaded and insulin delivery was resumed.